Manufacturer narrative:
The device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip is bent backwards. This damage appears to have occurred due to the device being returned unsecured in the carton. The plunger was removed and cleaned for further evaluation. No damage or abnormalities were observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported edge damage could not be determined. No problem was found with the returned company preloaded device. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No plunger damage or abnormalities were observed. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a physician that during an intraocular lens (iol) implant procedure, there was edge damage and the implanted lens had a sliver of the iol optic shaved/flap. There was patient contact but no reported patient impact. Additional information has been requested.